Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incomplete bolus alert occurred. Customer reported inputting blood glucose value into pump and not exiting bolus screen. Customer reported being new to the pump and ¿still learning ¿pump and features. Blood glucose was 284 mg/dl. Customer delivered a bolus and consumed 30 grams of carbs. Customer was concerned that blood glucose decreased faster than expected. Blood glucose was 115 mg/dl during the report with insulin on board (active insulin in the body).tandem technical support assisted the customer with setting a basal temp rate. Customer reported that treatment was available (eating/sugar tablets) to manage blood glucose.